Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of edema, pain and anxiety are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: edema, pain and anxiety

Event description:
Patient reported "persistent pain", "breast swelling", "physical discomfort" and "anxiety attacks" against the left side. The device remains implanted.